Manufacturer narrative:
(B)(4). Approximate age of device ¿ 86 days. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been discharged on (B)(6) 2017 after a heart failure exacerbation. The inr was therapeutic at that time. The patient was in a usual state of health until waking up from a nap with numbness and tingling in the left arm. Shortly after, low flow alarms occurred and the patient was transferred by emergency medical services to the hospital. The patient's inr was 1.3 with an ldh of 2000 u/l, and a repeat ldh of 1720 u/l. There was a concern from the lvad clinicians that the patient was non-compliant, as the patient did not seem to be able to maintain a therapeutic inr out of the hospital. A pump exchange was performed on (B)(6) 2017. Previously unreported to the manufacturer, the patient had been admitted on an unspecified date for pump thrombosis with an ldh of 738 u/l. This occurred prior to the events associated with the device exchange. The patient was medically treated with heparin and integrilin. No additional information was reported.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned by the user facility. The pump was not returned to the manufacturer for evaluation as the customer stated that the device was not available. The report of suspected pump thrombosis could not be confirmed as the device is not available for investigation. No system controller log files from the time of the reported event were submitted for analysis. A specific cause for the reported elevated ldh levels and low flow alarms, as well as a direct correlation with the device could not be determined through this evaluation. Based on previous complaint experience, elevated ldh levels and low flow alarms could be indicative of potential pump thrombosis; however, a specific cause for the reported elevated ldh and low flow alarms could not be determined without a full evaluation of the device. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.